Event description:
It was reported that the patient presented to the hospital for a follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead was oversensing noise. The rv lead was repositioned on (B)(6) 2022 and remained implanted. The patient was in stable condition throughout.